Event description:
It was reported that during inspection of a field return from a hospital, a warehouse discovered a vital t27 final driver with a twisted tip. The hospital did not provide any patient or event information.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause could not be determined, but excessive forces applied during use or wear through multiple uses over time could cause the tip to deform. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d9, h3, and h6. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted/deformed. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during inspection of a field return from a hospital, a warehouse discovered a vital t27 final driver with a twisted tip. The hospital did not provide any patient or event information.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during inspection of a field return from a hospital, a warehouse discovered a vital t27 final driver with a twisted tip. The hospital did not provide any patient or event information.